Manufacturer narrative:
The explanted devices will not be evaluated, as they were discarded by the medical facility.

Event description:
A report was rec'd that a pt's system was explanted. The pt did not want the device to remain implanted, and no other reason was provided.